Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found the shaft and distal end bent with the loop missing. The intact remaining wire appeared to be melted, balled up on each side, and missing a 10mm portion. There are signs of thermal damage on the yellow and blue post. Due to the returned condition of the device wire no further testing could be performed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be conclusively determined at this time. However, based on similar reported events, this type of damage can occur from mechanical overload by the application of excessive force and improper handling/off-label use, when the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated and or with higher output settings on the electrosurgical generator. Additionally, the OEM performed a DHR review for the concerned lot number without showing any non-conformities or deviations during the manufacturing process.

Event description:
Olympus was informed that during unspecified procedure, the tip of the hf electrode broke off and fell into the patient. The user facility reported that the device fragment was retrieved from the patient. An x-ray was performed and confirmed successful retrieval. It is unknown if the intended procedure was completed. There was no patient injury reported.